Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend or family member of a patient. The patient was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the friend/family member was at the hospital with the patient and that a healthcare professional (hcp) at the hospital had called for a manufacturer representative (rep) to come check out the problems the patient was having. The friend/family member thought the device was causing issues, the patient had a locked-up leg and some issues with the device. The friend/family member noted that they were having issues with the patient programmer (pp) not reading the implanted device in the patient¿s back. The friend/family member stated that they were cleaning the patient¿s incision/device location and noted that every time they cleaned it the patient would have a reaction which then locks the patient. It was indicated that the implant was on the right side and the left leg would lock up. At the time of report the patient had spent the past 6 hours with a bent and stiff left leg, it was in a 90-degree angle and the patient could not straighten it out. It was indicated that the patient was having the issue every time they tried to use the stimulator or their pp. It was noted that sometimes it would read and sometimes it wouldn¿t. When it didn¿t read and the patient was trying to go to the bathroom it was almost like it was sending electrodes through them non-stop and would lock up their leg. The friend/family member stated that they had to pick the patient up, carry them, and then take them to the hospital. It was indicated that no one knew how to do anything because they were not familiar with the device. The friend/family member stated that the pp was programmed, on, and that the patient had an appointment with the hcp scheduled for monday. Additional information was received from the friend/family member. It was reported that whenever they tried to connect the pp to the implant, it wouldn¿t work. It was reported that the patient was experiencing shocking when trying to connect the pp to the implant, it would send shocks to the left leg of the patient. The patient¿s leg would then stiffen, buckle, and bend all the way near the back of the patient¿s head. It was noted that this was why the patient was in the hospital and that something was not right. The patient¿s implant was on the right side and it was indicated that the change in therapy/symptoms was sudden. It was noted that this happened with the patient¿s previous implant as well, it was implanted on the left side and locked up the patient¿s right leg. It was reported that the patient had nothing but issues since implant. The friend/family member noted that the patient had played with the device for several hours and it still didn¿t work. On the day of implant the patient was able to go in a bed pan but couldn¿t go to the bathroom later. It was noted that the patient had gone through 7 straight catheterizations in order to urinate. The friend/family member noted that the incision looked great but the patient was sensitive where the device was. It was noted that the incisions were cleaned by the friend/family member and that the patient was being given antibiotics to help with the healing. It was noted that there were two breakdown spots that no one had treated that had gotten bigger in the last 3 days. It was reported that the patient had tried to go to the bathroom the other day but couldn¿t get the implant to work after trying for several hours, the patient then had severe bladder spasms and buckled on the floor. The friend/family member was advised to follow up with a healthcare professional (hcp). Additional information was received from the friend/family member of the patient. It was reported that a nurse had come in and told them that they were told to turn the patient¿s device off. The friend/family member was offered assistance with turning stimulation off but they declined and stated they would call back. Additional information was received from a manufacturer representative (rep). The rep reported that the patient claimed their leg started to lock up on (B)(6) 2017. The rep interrogated the device and noted that it had been off since (B)(6) 2017. An impedance check was run and all were within the normal range, 499-1016 ohms. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.